Event description:
A surgeon reported to local authorities a lack of information from the manufacturer regarding a change of vitrectomy probes (went from 1500 to 2500 cpm (cuts per minute) which lead to difficulties for device priming. Additional information was received from the surgeon, indicating that during surgery, he needed the vitrectomy probe to manage a preoperative vitreous hemorrhage. However, the vitrectomy probe could not help as the system was not correctly set up for the new probe that was recently included in their pack and required new set up. This lead to "plugging difficulties" of the probe, and uncontrolled intraocular pressure during surgery. As a result, the vitreous hemorrhage could not be managed, and a second surgery was performed on (B)(6) 2012 in order to resolve the hemorrhage. It was noted that there was no retinal detachment. It was also noted that the "macular hole was completed." The surgeon confirmed that he had not been made aware of the change in probes. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be conclusively determined. (B)(4).